Event description:
Patient was having a paravalvular leak closure procedure and during th case, a catheter marker from a navicross catheter dislodged. A left heart catheterization was performed to check for position of dislodged part on fluoroscopy. Marked noted to be lodged in the distal circumflex and in stable position with no current harm at this time and good blood flow noted. Patient stable during procedure and transferred out of hybrid or to pacu in stable condition after successful pvl closure procedure. See procedure notes for further details or incident. Advanced a 6 french jl 4 catheter and obtained left angiography and we saw that the metal marker from the navicross was lodged fairly distally in the vessel there was absolutely no impact on the flow and the position is so distal that it is extremely unlikely that he will have any impact on the blood flow distally. And the caliber in that area is so small the risk of trying to go and snare the device has much higher risk of injuring the vessel rather than the risk of leaving the device behind. There is very short run of there after and consequently also there is no indication to put a stent to trap it. (B)(6) patient underwent a tavr procedure in 2017. She had a paravalvular leak secondary to the annular calcium she received #23 sapien s3. Since 2017, the patient valve appears to have deteriorated, and she appears to have severe aortic stenosis. She is highly symptomatic. She uses two canes to ambulate and still takes care of her husband. Patient is profoundly short of breath and is having decline in her mental capacity and concentration. She gets lightheaded upon standing up.